Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported a patient underwent a right total knee arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2016 due to instability and fracture of the poly bearing. The bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device during evaluation noted wear and scratches. Evidence of delamination, burnishing and impingement were also found.

Manufacturer narrative:
Review of device history records found no evidence of product nonconformance and indicates the device likely left the manufacturer conforming to print. Examination of the returned device noted scratches and pitting on the bearing surface, indicative of normal articulation or possible third body wear. Delamination was noted along the edges of the bearing, most likely due to impingement or abnormal joint kinematics. In addition, fatigue striations and a white band along the anterior edge of the post were noted, as was a slightly yellow tinge of the polyethylene. The discoloration of the polyethylene may indicate oxidation resulting from elevated loading of the polyethylene and the markings on the post may be the point of initiation for the fatigue fracture. The root cause of the event is most likely material fatigue, resulting from a combination of patient weight and activity level and soft tissue laxity; however, a conclusive root cause of the event cannot be determined with the available information.